Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a290, lot# va0b47z025, implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, lot# va0d0yw018, implanted: (B)(6) 2014, product type: lead.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that impedance testing performed during an outpatient appointment found impedances of 10000 ohms or greater on electrodes #0, #2, #3, and #4. Interrogation records from (B)(6) 2017 indicated that impedance testing performed at 0.7 v with electrode #2 as the reference electrode found that all other unipolar electrodes (0-15) had impedances >10000 ohms. It was noted that while the patient¿s therapy was programmed to utilize electrodes #0, #2, #3, and #4 and other electrodes, the patient experienced no issue with the stimulation they received at the time of report. As a result, the patient¿s hcp decided that no changes to the patient¿s programmed settings were needed at that time. The hcp thought that a ¿possible cause of the issue was considered that the patient worked out (body movement).¿ it was noted that ¿either of two leads implanted caused the issue,¿ though which specific lead was involved was unknown. There were no actions or interventions taken; the impedance issue remained unresolved at the time of report. There was no injury to the patient from the event and there were no surgical interventions planned or performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.